Event description:
It was reported that the device lid latch feels broken and it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control anticipates the device return to the manufacturing facility and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.